Event description:
The customer reported that the images were mixed during retrieval of the old exams. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the customer report to be accurate. He scanned the hard drive for errors and found no problems with the surface scan. He reformatted and installed the software and reloaded the original calibration files. The system operates as intended.